Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, on the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, on the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure. It was further reported that the 99% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery.